Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at eri voltage level, with normal output and telemetry communication. Analysis of the device image indicates the device has reached elective replacement level sooner than expected. Electrical testing indicated the source of high current was isolated to a hybrid circuitry. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable throughout.